Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 90 mg/dl. He stated there was a cold pack against the insulin pump and it was a hot day. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.